Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited noise, oversensing, and high out of range pace impedance measurements. Boston scientific technical services (ts) discussed trying to recreate noise and out of range impedance measurements with testing and pocket manipulation. Testing was done and noise was unable to be recreated. Additional information was received from the field mentioning that several years later the pacing impedance continued being high, out of range. The lead had been reprogrammed around polarity. A possible lead fracture was suggested. Furthermore, there was pacing inhibition and false atrial tachy response events during the noise over sensing, but the patient has intrinsic rhythm coming through. The system remains in service and the plan is to continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited noise, oversensing, and high out of range pace impedance measurements. Boston scientific technical services (ts) discussed trying to recreate noise and out of range impedance measurements with testing and pocket manipulation. Testing was done and noise was unable to be recreated. Additional information was received from the field mentioning that several years later the pacing impedance continued being high, out of range. The lead had been reprogrammed around polarity. A possible lead fracture was suggested. Furthermore, there was pacing inhibition and false atrial tachy response events during the noise over sensing, but the patient has intrinsic rhythm coming through. The system remains in service and the plan is to continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited noise, oversensing, and high out of range pace impedance measurements. Boston scientific technical services (ts) discussed trying to recreate noise and out of range impedance measurements with testing and pocket manipulation. Testing was done and noise was unable to be recreated. The system remains in service and the plan is to continue monitoring. No adverse patient effects were reported.